Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini meter is inaccurate low readings. The medical affairs specialist contacted the patient to obtain more information on the following month. The patient tests her blood glucose 3 times a day and takes 500 mg of metformin when his blood glucose is high. The patient has had a few strokes in the last few years. According to the patient, the lfs meter has been giving inaccurately low readings a few weeks ago prior to contacting lifescan. Sometime after the reported issue began, the patient obtained blood glucose results of 92, 87, and 91 mg/dl. The patient did not take any action in regards to diabetes treatment based on the readings. On the morning of original date, the patient developed symptoms of light-headed and dizzy. The patient was admitted into the hospital at 9am, obtained high readings that were above 200, and was treated with insulin. The patient was discharged 3 days later, in the evening. The patient was unable to provide her lfs blood glucose readings prior to and during the day of her emergency visit. The patient claimed that she does not have records of his glucose taken from the lfs meter. The patient currently tests 3 times per day and takes her 500 mg of metformin when she has high readings. During the troubleshooting session, the patient verified that the unit of measurement was correctly set to mg/dl, the test technique is correct, the puncture area was cleaned correctly and the reported results matched with the meter's memory. The complaint is being reported because the patient alleged she obtained inaccurate low readings, stopped taking her diabetes medication, developed symptoms, obtained readings in above 200, and was treated with insulin. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.